Event description:
In 2001 the account reported a negative suds hiv1 result. The physician called the account and questioned the result. He stated that it should have been positive. The physician has sent a separate sample to arup reference lab which obtained positive results. The account no longer had the sample in question. There was no impact to pt management.